Manufacturer narrative:
(B)(4). The system will continue to be monitored and the ra lead will be replaced during the next routine device change out. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Low p-wave measurements were also observed. It was reported the patient was lost to follow-up for a few years. The device was already programmed to vvi 40. No adverse patient effects were reported.